Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this catheter broke during retraction. It was reported that 0.5 cm piece of the catheter was left in the patient intentionally and two pieces of the catheter were retrieved with a snare retrieval device. No patient injury was reported as a result of this event.